Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in (B)(6) us it was reported that patient faced infusion set cannulas came off due to a lack of adhesive event on (B)(6) 2026. No further information available.